Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was no returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it rotated 45 degrees off axis. It was then repositioned in another surgical setting. Some time later, it again rotated off axis and the surgeon repositioned it again and also implanted a capsular tension ring. Patient is doing well. Additional information was requested. This file is for the patient's left eye.